Manufacturer narrative:
This device cra 33350 (lot i0206047) is distributed outside the united states; however, it is similar to the united states product. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
While attempting to cross the lesion, the stent delivery system was kinked and when attempting to fix it, it was noticed to be broken apart. The break was noticed in the mid to proximal part of the shaft outside of the pt. There was no pt injury.